Event description:
The son of a (B)(6) male patient called zoll customer support to report that the patient's monitor had a damaged electrode belt connector. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged connector) was confirmed. Upon investigation, the monitor's electrode belt connector was broken free from the monitor case. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from the damaged connector. The patient received a replacement monitor.